Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via log file analysis. The modular cable (lot number: 8153033) was returned for analysis and a log file was submitted from the heartmate 3 system controller (serial number: (B)(6)). A review of the log file showed events spanning approximately 7 days ((03oct2022 ¿ 09oct2022, 11oct2022 per timestamp). Intermittent driveline power fault alarms that were correlated with power a broken were active on 09oct2022 from 12:33:08 - 12:46:19. Pump operation was not affected by these alarms. The driveline was disconnected on 09oct2022 at 12:46:19 for a system controller exchange. There were no other notable alarms active in the log file. An additional log file was submitted from the heartmate 3 system controller (serial number: (B)(6)); which showed events spanning approximately 6 days (16nov2021, 01jan2000, 08feb2022, 09oct2022 ¿ 11oct2022 per timestamp). Intermittent driveline power fault alarms that were correlated with power a broken (internal error code f4) were active on 20oct2022 from 01:02:21 ¿ 10:30:30. Pump operation was not affected by these alarms. There were no other notable alarms active in the log file. The returned modular cable was connected to a test system controller and mock loop and allowed to run for an extended period of time. The cable was manipulated by hand however, the reported alarm was unable to be reproduced. The modular cable was functionally tested and passed all testing without issue. Additional information provided on 20oct2022 stated that there have been no further alarms since the mod cable was exchanged. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot number: 8153033) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook (rev. G), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. G), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline power fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) (rev. G) section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." . Heartmate 3 lvas patient handbook (rev. G) section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a driveline (dl) power fault on (B)(6) 2022. The patient exchanged their controller to the backup controller and the alarm disappeared. The alarm reoccurred on (B)(6) 2022. There were no other device issues, the lvad was running as expected, and the patient was doing fine. Log file analysis confirmed both alarm situations on (B)(6) 2022 and on (B)(6) 2022. A power a broken fault caused the dl power fault and the percentage of driveline current showed drops on line a intermittently which led to the dl power fault. As the patient had already switched their controller on (B)(6) 2022, the controller was excluded as the issue. The modular cable was then exchanged. All connections and pins appeared without abnormalities. The alarm did not recur till on (B)(6) 2022. There were no further alarms since the modular cable exchange.